Event description:
It was reported that "white scratches/white deposits" were observed on the optic and near the periphery of the iol. The "white scratches/white deposits" disappeared a few weeks after surgery. The patient's status was reported as "normal" and the post op vision is good. No secondary intervention has been performed. It is to be noted that there were no issues reported with the lens or the lens vial before implantation.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.